Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was programmed with threshold suspend and monitored for several hours. The threshold suspend features working properly. No threshold suspend error or low suspend alarm noted during testing. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had absence of threshold suspend alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump did not suspend when blood glucose was under the threshold suspend limit. The insulin pump was returned for analysis.